Manufacturer narrative:
Hypotension and chb (type of conduction system disturbance) were both known potential adverse events associated with the implantation of a bioprosthetic valve. Hypotension was an effect that was highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Conduction disturbances can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. Based on the limited information available, a conclusive cause for the hypotension and chb could not be determined. This event does not indicate a device misuse or malfunction. The device remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient became hypotensive upon transfer to intensive care. The temporary pacer wires were not capturing and complete heart block (chb) was noted. An emergent permanent pacemaker was implanted the same day. No other adverse patient effects were reported.